Event description:
It was reported that this right ventricular (rv) lead exhibited noise. There were several episodes where the noise was oversensed resulted in pacing inhibition of greater than 2 seconds and the patient experienced syncope. The patient was noted to be pace dependent. Review of lead measurement data shows the impedance to be stable and within specification. Boston scientific technical services provide guidance to a boston scientific representative (rep) that the noise appears to be due to myopotentials or a possible lead insulation breach. The rep indicated that testing was unable to reproduce the issue. The lead remains in-service at this time. No additional adverse patient effects were reported.